Event description:
It was reported that the 2800 system had a broken cotter pin. This was discovered during a pm. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The crown nut was adjusted and a new cotter pin was installed during the service call. The system was tested and found to be working as intended and put back into service.